Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion at site event on (B)(6) 2024. The events occurred within 3 hours of insertion and the set was not in use for more than 72 hours. The insertion site was at abdomen and patient resolved the event by changing soft cannula infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Patient city: (B)(6).